Event description:
The guidewire was noted to be peeling during procedure. The procedure was completed with the use of another similar device. The patient was reported to be good.

Manufacturer narrative:
A device history record (DHR) review for was performed and showed the device met all specifications upon it release.analysis of the returned guidewire revealed the polytetrafluoro ethylene (ptfe) coating was missing 360 degrees around the circumference guidewire along its proximal end between 37.0cm to 46.0cm from the proximal tip. The guidewire was shaped on its distal section. Sections on the proximal end of the wire were also noted to be partially peeled up from the stainless steel corewire. Brass collett markings were visible and appeared as if the torque device had been dragged down the length of the guidewire. Analysis of the torque device showed peeled coating on the brass collett and the torque cap was opened. Blood was also noted on the torque device. No other anomalies were found.from the condition of the peeling it appeared that the torque device had been dragged down the guidewire, indicating that the torque device had not been securely fastened. As the directions for use (dfu) for this product family states, failure to secure the torquer onto the wire can lead to ptfe peeling. Therefore the cause of this complaint is considered to be related to the user¿s failure to follow instructions.

Event description:
The guidewire was noted to be peeling during procedure. The procedure was completed with the use of another similar device. The patient was reported to be good.